Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). (B)(4). Sorin group received a report that during the procedure using the s5 system, air was pumped into the patient. The affect on the patient was not disclosed by hospital personnel. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during the procedure using the s5 system, air was pumped into the patient. The affect on the patient was not disclosed by hospital personnel.